Event description:
It was reported that during a l.a.r. Procedure, the device produced an incomplete staple line and malformed staples. The procedure was extended 30 to 45 minutes. There was no patient consequence.